Event description:
On (B) (6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was administered heparin while at a hospital. Shortly thereafter, the pt began to experience adverse reactions associated with contaminated heparin. The pt passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.